Event description:
The customer reported obtaining a falsely elevated thyroid-stimulating hormone (access hypersensitive htsh) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample and obtained a lower access hypersensitive htsh result within the normal reference range of the assay. The initial elevated result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was started on eltroxin in association with the elevated access hypersensitive htsh result obtained. The customer stated that they had performed maintenance on the instrument on (B)(6) 2015 prior to the event. Quality control (qc) immediately following maintenance was performing within the customer's established ranges. Three (3) hours after maintenance, analysis of the access hiv-1/2 new qc and access free t4 qc failed to meet specifications. Calibration and system check information was not supplied for review. Sample collection information such as sample tube type and centrifugation time and speed data was not supplied.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. The customer stated that maintenance was performed prior to the event which included replacing the aspirate probes. The customer discovered that the peri-pump tubing for the aspirate probes had loosened during normal operation of the instrument due to improper installation. In conclusion, the incorrectly installed peri-pump tubing during maintenance is the cause of the event. (B)(4).